Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreasing pacing impedances with current measurements intermittently less than 200 ohms. There was evidence of oversensed noise but no pacing inhibition causing asystole greater than 2 seconds. Attempts to recreate noise were unsuccessful. The physician suspects insulation damage. No adverse patient effects were reported. No intervention was performed and the patient will be monitored.